Event description:
Information was received from a patient's rep via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient's mom reported hearing non-critical alarm hourly since the patient's refill on (B)(6) 2024. The rep confirmed nothing new was showing up in the logs but an active alarm banner was being displayed on home screen. Technical services confirmed the low reservoir alarm did not get silenced at update and walked the rep through silencing the active alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that there was no refill at the time of the call. They silenced the alarm as directed and it took care of it.